Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose. The blood glucose at the time of the incident was 471 mg/dl. The customer changed her infusion site and her blood glucose levels kept going higher. Her high blood glucose symptoms included nausea, headache, dry mouth, and frequent urination. The customer treated herself by manual injection. The high pressure test passed and the insulin pump worked as designed. Troubleshooting was able to resolve the issue. The device was returned for analysis.